Event description:
It was reported that the right ventricular (rv) lead was causing diaphragmatic stimulation postoperative. The lead was revised and repositioned. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.